Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the console camera pedal with a customer scope and could not replicate an issue. The fse replaced the foot tray for customer satisfaction. The system was tested and verified as ready for use. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was increased bleeding during the procedure due to slower moving master tool manipulator (mtm) than the surgeon expected. The surgeon explained that the mtm had a lag specifically when moving the camera during the procedure. When compared to prior procedures this procedure was noted to have consistent blood oozing throughout. The estimated blood loss was unavailable, but no known structures or major vascular injury was reported; the blood loss was negligible. No intervention was required to address the oozing. The procedure was completed robotically with no further complications.

Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. The error logs confirmed that the error occurred in the field. The error indicates the time measured from a pedal press event to the outgoing packet reporting the event exceeded a timeout. A visual inspection on the camera foot pedal and the spring was good. The pedal was physically pressed and no issue was found for sticking. The unit was installed on an in-house system and system powered up normally without any issues. Instrument testing was performed and the camera was responsive when pressing the camera pedal.

Event description:
Refer to h11 for follow-up information.